Event description:
It was reported that during an open sigmoidectomy procedure, the tissue pad was detached off when it was wiped with gauze. Another device was used to complete the case. There were no adverse consequences for the patient. The customer disposed of the device.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis